Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone when the unit was powered on. There was no patient harm reported.

Manufacturer narrative:
The customer isolated the reported complaint to the main pcb and has opted to not returned the product at this time. If additional information is made available, follow-up report will be submitted.